Event description:
The customer reported to maquet that, while a nurse was moving the surgical light during an intervention, the light detached at the junction between the spring arm and the main arm and fell down. The nurse controlled the fall so the light fell away from the pt. No injuries were reported. (B)(4).

Manufacturer narrative:
A maquet technician inspected the device and found that the retaining ring which is used to secure the spring arm to the main arm was missing. The correct assembly directions are in the angenieux installation manual. Additionally, the angenieux annual maintenance program requests to verify the positon of the securing clip and the plastic ring. The device has been put in quarantine.